Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges the consumer was in the chair controlling it and going backwards up into the bus ramp to get into the bus and there was an exposed wire on the unit which got smashed into one of the bars on the bus and allegedly caught fire. The user was then stomping to put the fire out and the fire went out.